Event description:
It was reported that during an attempted implant, the lead could not be inserted into the atrial port even with the use of mineral oil. A white film could also be seen in the atrial port of the header. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. Visual inspection noted epoxy on the atrial ring spring, which is believed to have prevented the spring from expanding properly in the field and resulted in the reported difficulty inserting the atrial lead. Glass beads were also observed in the atrial port. It is believed that these glass beads were from a manufacturing process.